Event description:
In 2008 an MRI of the brain was performed. When he returned to the ICU it was noted the icp monitor was no longer working. The tip of the catheter, 1 cm, was noted to damaged due to the MRI. The pt suffered no adverse effects.